Event description:
No additional information

Manufacturer narrative:
Pr 9380908 ¿ follow up MDR for device evaluation no samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 1333404. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. It could be possible that escapes from the lot# 1214992 induced the symptom reported. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "medication was not able to be administered with bd eclipse and bd safetyglide needles. Happened with 23g and 25g."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.